Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. Clip in question was prepared as per instruction for use (IFU). All steering was performed as per IFU and there were no unexpected movements. The patient had a reverse aorta-hugging trajectory. More than a half turn of minus knob was used to achieve a perpendicular trajectory to the mitral valve plane. There were no issues with clip placement on the a3/p3 prolapse. A good grasp was achieved, but the anterior leaflet insertion was questioned. The clip was opened without raising grippers, leaflets were confirmed to be sitting on clip arms with grippers down. A transgastric view showed leaflet insertion to the apex of the clip. The clip was once again locked and closed. The long axis view showed anterior leaflet was not up and over the clip arm. A small tear in the anterior leaflet was suspected. 3d view showed a good tissue bridge, and good mr reduction was achieved. The implant team decided to deploy the clip. Deployment was successful and the clip was stable. A small perforation in the anterior leaflet was suspected on medial side of clip. Mr was reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury appears to be due to procedural conditions. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.